Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13562. It was reported that the patient presented in clinic for a device change out due to normal elective replacement indicator (eri). Oversensing of noise was observed on the right ventricular and atrial leads since 2011 via remote transmission. Both leads were capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.